Manufacturer narrative:
Device evaluated by MFR: a mustang balloon catheter was returned for analysis. No issues were noted with the tip section of the device. The balloon was partially unfolded which indicated it had been subjected to positive pressure. A significant amount of blood was visible within the balloon and inflation lumen which is an evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit, positive pressure was applied and again the balloon could not be inflated. Further analysis was performed and the shaft was dissected to determine the inflation failure, a blockage was identified between 37.5cm and 49.5cm on the shaft distal to the strain relief. Using a blade the inflation lumen was exposed and a large blockage of solidified blood was observed within the inflation lumen. This solidified blood prevented the balloon from inflating during device analysis. A microscopic and visual examination of the balloon material could not identify any small tears or pinholes, any larger longitudinal or circumferential tears would have been identified during the examination. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common femoral artery (cfa). A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common femoral artery (cfa). A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a mustang balloon catheter. No patient complications were reported.